Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), impl anted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had ¿zapping¿ and ¿jolting¿ throughout their body when stimulation was turned on. It was noted that when the patient was just sitting, they would get ¿zapped.¿ it was reported that the patient had been ¿zapped¿ multiple times and had not really used therapy due to the ¿zapping.¿ it was noted that the ¿zapping¿ was not related to specific positions and patient¿s therapy was working ¿very well¿ prior to this occurring. It was noted that patient only felt stimulation in their legs and no longer in their buttocks or back where the patient ¿needed it.¿ it was noted that the ¿zapping¿ started a ¿few days¿ after the patient saw an orthopedic doctor on (B)(6) 2013. It was reported that the doctor put her on her back and put the patient¿s legs and knees up to her chest which ¿really stretched her¿. It was noted that the patient was programmed on group b with two programs. It was reported that pairs 2, 5, and 7 were greater than 40,000 ohms when ran at 3.0 volts with reference 0. It was noted that pairs 0-1 were 12,456 o hms, pairs 0-3 were 13,547 ohms, pairs 0-4 were 13,975 ohms, and pairs 0-6 were 20,977. It was reported that pairs 0, 5, and 6 were greater than 40,000 ohms with reference electrode 2. It was noted that pairs 3, 4, 7, 8, 11, and 13 were greater than 10,000 ohms with reference electrode 2. It was reported that pairs 0, 4, 6, and 7 were high with reference electrode 14. It was further reported that the patient was able to get coverage in the right leg but not in the lower back using electrodes that did not have high impedances. It was noted that the physician might discuss a revision of leads but not until middle of december. It was reported that the patient had no zapping at the time of the report.